Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records cannot be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a catheter placement procedure using hickman cv catheter, triple-lumen, 12.5f. Sometime post procedure, it was reported that the catheter had broken. There was no reported patient injury.